Manufacturer narrative:
Implant date: -specific date is unknown, however, the year was 2013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Medical product-femoral nail catalog#:00225618012 lot#:62196163. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-05181. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was experiencing pain and could not walk approximately four (4) years post-implantation of a trochanteric fracture nail. Subsequently, the patient underwent a revision procedure due to a fractured nail. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause nor contribute to the patient's harm. There have been no reported allegations on this specific product, therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.